Event description:
It was observed during the device inspection the bronchovideoscope had a blackout image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to damage to a poor charged coupled device. The root cause could not be identified. Olympus will continue to monitor field performance for this device.